Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis therapy, resulting in peritonitis. The peritonitis was manifested by abdominal discomfort, abdominal cramping and "just not feeling good¿. The breach in aseptic technique was further described as the patient made a mistake/touch contamination. The patient was not hospitalized for the event. Two days after the event onset, the patient was treated with intraperitoneal vancomycin daily (dose not reported) and intraperitoneal gentamicin daily (dose not reported) for peritonitis. Dianeal therapy was ongoing. Ten days after the event, the vancomycin and gentamicin were discontinued. On an unknown date, the patient was retrained on aseptic technique. Approximately thirty days after event onset, the patient had recovered. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.